Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient said that they hadn't made any adjustments for their stimulator for a while. The patient said they were experiencing some pain, growing pains. The patient said they felt pain on the side of where the implant was, and pain underneath the implant as well. The patient said that yesterday the pain kind of eased out a little while but then they noticed that when they increased the settings, they felt a tingling sensation, but then they also noticed that all of a sudden, it was intense. The patient said they had no fall or trauma, but patient said when they sat down in their car, they felt the implant move. The patient said that their handset was stolen. Agent informed patient that they could place a replacement request through sunmed for their handset. Agent sent instructions to their email address on how to process a replacement request. Agent advised the patient to contact their doctor to check their implant to see if the battery had reached its end of life given that it was implanted in (B)(6) 2019. Patient said they didn't have any doctor now since they moved places. Agent sent physician listings. Agent asked for the event date. Patient said that they had felt pain off and on, but this was probably the worst a couple of months back and also had started over a month ago again.